Manufacturer narrative:
(B)(4). Insulin pump received unexpected restart alarm alarmed after battery change and resets time, date to factory default due to voltage leak at interface board. Insulin pump received with all operating currents and passed the displacement test, failed unexpected restart alarm test due to voltage leak at interface board.

Event description:
Information received by medtronic indicated that the insulin pump had memory loss after changing battery and this occurred two or three times. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.